Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system previously delivered inappropriate shock therapy due to myopotential noise and t-wave oversensing in the primary sensing vector. Recently, an additional shock was delivered in the secondary sensing vector while the patient was working with electrical equipment on a car. The patient was evaluated in-clinic with exercise testing, where it was determined that the therapy was delivered due to similar myopotential noise. Boston scientific technical services was also contacted and provided potential reprogramming options to prevent further inappropriate therapy, as well as recommended performing diagnostic imaging to evaluate the electrical position. The physician is considering potential reprogramming options. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.